Manufacturer narrative:
Follow-up #1: date of submission 10/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2017 with the following findings: during investigation, the battery compartment and cap were undamaged and were able to fit securely. Evidence of moisture was found on the display screen inside the pump. A leak was found in the display. The pump powered up to a call service 056 alarm, and was unable to be cleared to complete the power investigation. The pump cover was removed to find further moisture on the power printed circuit board and on the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power; there was moisture visible behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.